Event description:
A report was received that the patient was experiencing difficulty charging the ipg. X-rays confirmed that the ipg had healed slanted in the pocket. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and is reportedly doing well following the procedure. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. X-rays confirmed that the ipg had healed slanted in the pocket. The patient will undergo a pocket revision.